Event description:
It was reported that the bladder of an lv 5 infusor ruptured. This occurred during a patient infusion. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates: october 1, 2013 - october 3, 2012. The device was returned for evaluation. Visual inspection of the device identified a ruptured bladder in a footing position. Microscopic evaluation identified markings on the interior surface of the bladder near the rupture line. This confirmed the reported condition. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.